Event description:
During a vats video-assisted thoracic surgery procedure, two series of stapler fires were used to successfully remove specimens from the middle and lower lobes. During performance of the third resection, the stapler fired once normally, and then on subsequent deployments the stapler jammed and did not seat the staples adequately, or divide the lung tissue. Several re-loads were used to assure that that stapler or shaft was not malfunctioning. Believing that further attempts with the stapler would be futile due to the quality of the lung tissue and the irregular rows of staples that had already been deployed, a minithoracotomy was performed to directly suture the lung with 3-0 prolene and then using a ta30 stapler to seal the lung and resect the specimen with scissors. Two months later, two metallic clips, which had dislodged from the endo gia staple loads at the time of the original operation, were removed from the pleural space.